Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the investigation, a leakage was found between ud knob and s-body. The aw (air water) tube and j-tube had foreign objects. The aw tube had remains of white foreign material (reportable). Based on the evaluation results, the reported fault was likely a result of insufficient reprocessing. The investigation is ongoing. If additional information is received, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a colonovideoscope¿s introductory sheath resistance was too low and had a slight wrinkle formation. There was no patient injury or adverse event reported to olympus. During the inspection, the following reportable malfunction was identified: white foreign material. This medwatch is being submitted for the reportable issue found during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage between the up/down (u/d) angulation control knob and the scope connector cover (s-cover). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.